Event description:
It was reported that during a procedure involving the structural heart tavi, a patient experienced an access site complication, specifically a dissection, at the end of the procedure. The patient had a history of surgical aortic valve degeneration, classified as nyha functional class iii, with comorbidities including diabetes mellitus treated with oral antidiabetics and neurologic impairment. The patient had previously undergone cardiac surgery, including an aortic prosthesis. Patient has history of high gradients, aortic stenosis, and an electrocardiogram showed atrial fibrillation. The acute complication required an unplanned percutaneous transluminal angioplasty with stent placement. The site considered the complication possibly related to the procedure but not to the device. Device and procedural success were both achieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.